Manufacturer narrative:
The customer has provided additional information. The cardiac t strip lot number involved in the original event was 28122011. The expiration date was still not provided. The customer stated that they tested a sample on their cardiac reader and got a result of 21. The same sample was then tested on replacement cardiac reader and had a result of 34. Information on whether these results were from a patient sample was requested but not provided. The units of measure were requested again but not provided. Information on whether either result was reported outside the laboratory was requested but not provided. Information on whether there were any adverse events was requested but not provided. A root cause could not be determined with the lack of information provided by the customer. Additional details were requested but not provided. An investigation was conducted on cardiac t retention strip lot 28122010 using a cardiac reader and an elecsys 2010. The results of all the measurements fulfilled the requirements.

Manufacturer narrative:
This event occured in (B)(6).

Event description:
The customer alleged they received a questionable cardiac t result for one patient on their cardiac reader. The customer stated this event occurred about two weeks prior to contacting the manufacturer. The specific date of this event was requested but not provided. The patient's cardiac t result was negative and it was reported outside the laboratory. The customer stated a sample drawn at the same time was sent to another laboratory for testing on an analytical e module. The result was 57; units of measure were possibly ng/l. Clarification was requested but not provided. Information on whether the patient was adversely affected was requested but not provided. The cardiac t test strip lot number and expiration date were requested but not provided.